Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and shelf was observed to be damaged due to use related issue. Sensor scan was unable to be attached due to sensor damage. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring non-healthcare professional administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report. Abbott diabetes care (adc) was able to obtain the following additional information: the customer was contacted on (B)(6) 2023 and stated that they did not have any third-party treatment and there was no loss of of consciousness and or seizure due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring non-healthcare professional administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report. Abbott diabetes care (adc) was able to obtain the following additional information: the customer was contacted on september 21, 2023 and stated that they did not have any third-party treatment and there was no loss of consciousness and or seizure due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: section(s) updated as follows: b5: describe event or problem h6: adverse event problem: health effect - clinical code and health effect - impact code based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring non-healthcare professional administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event.